Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to hook onto the patient's myocardium. The ra lead was not used and replaced. No patient consequences were reported, and the patient was recovering.